Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a parachute stone retrieval basket was used in a cystoscopy procedure performed on (B)(6), 2010. According to the complainant, the basket would not open and close. It is unknown if the problem occurred inside the patient, or if a stone was in the device when the malfunction occurred. A second parachute stone retrieval basket was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be unknown.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a parachute stone retrieval basket was used in a cystoscopy procedure performed on (B)(6), 2010. According to the complainant, the basket would not open and close. It is unknown if the problem occurred inside the patient, or if a stone was in the device when the malfunction occurred. A second parachute stone retrieval basket was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be unknown.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident that the basket was unable to open and close. Based on the analysis, kinks were present in the handle cannula and wire sheath assembly. Addtionally, a bend was present on the outer sheath, which was most likely a result of forces received during the procedure. The damage to the device could have occurred during insertion into the scope, positioning the device inside the patrient, or when trying to extract the stone. Therefore, the most probable root cause for this complaint is operational context.